Event description:
Patient was receiving continuous infusion of norepinephrine at 0.12mcg/kg/min ¿ 21ml/hr. A sudden drop of bp was noted by rn. The norepinephrine infusion was adjusted multiple times and was increase to max dose at 3mcg/kg/min at 290mls/hr however the patient bp remained in low parameter. Additional medication was started (vasopressin) and the patient bp responded well. The norepinephrine pump was not infusing and did not alarm but it continues to run without medication being infused. Patient outcome ¿ patient was resuscitated and remains in the ICU. FDA safety report ID# (B)(4).